Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace impedances and high pacing thresholds. The impedances were not out of range, but had risen to 1500 ohms. At this time, the rv lead has been surgically abandoned and replaced. The lead was not tested via a pacing system analyzer during the revision procedure. No additional adverse patient effects were reported.